Event description:
Patient was implanted with cannulated tibial nail in (B)(6) 2010 from a motorcycle accident. A non-union was noted and hardware was removed and replaced with a proximal tibia plate on (B)(6) 2012. This is the 1st of 3 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.